Manufacturer narrative:
Serial number unknown. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported device "outages" during which time the central was not monitoring patients. This may be consistent with a reboot event and may be associated with a known software deficiency occurring due to a change in year to 2018. No patient harm was reported.